Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump squirted insulin during priming and also found occasional blotches on screen. Customer's blood glucose level was unknown. Customer reported that insulin pump rejected the batteries and rewound process took longer time to complete. Customer also reported crack around the insulin pump's screen. Customer declined to report to 24 hours technical support team. Insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within specification and passed the rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test, self test and displacement test. No prime or rewind anomalies noted. No unexpected battery alarms including failed battery test alarms were noted. No cracks were noted per visual inspection.